Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited scratches on the insertion tube. There were no reports of patient involvement.